Event description:
A 29mm sjm mechanical valve was implanted on (B)(6) 2008. On f/u, the physician reported the valve was impeded, but after giving streptokinase lysis of thrombus took place and the valve started functioning in a normal manner.